Manufacturer narrative:
Additional information: g3, d4 (updated lot number from sl830115x to unknown). Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device, in the middle of surgery, the device could not open the jaws or close properly, and it was described as "making funny noises". The jaws were able to be pulled off by pulling the handles apart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaws were stuck on eschar build up. The cord plug of the device was cut off and not returned. Functional testing found that more frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the jaws were difficult to open and close due the build up. No unusual noise was heard during troubleshooting. The weld integrity and the device's tactile were inspected and were found to be within specification. The jaw gap of the device was measured and it was found to be within specification. No electrical or wiring issues were found. It was reported that the device could not open the jaws or close properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was described as "making funny noises". The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the blunt tip sealer divider lf1837, in the middle of surgery the device could not open the jaws or close properly and it was described as "making funny noises". The jaws were able to be pulled off by pulling the handles apart. No patient complications have been reported as a result of this event.